Event description:
Caller reported an inform system 1 result of 20 mg/dl and an inform system 2 result of 56 mg/dl within 10 mins. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with pt identifier (B) (6) for report on inform system 1.